Manufacturer narrative:
Batch review performed on 15 june 2018. Lot 134769: 60 items manufactured and released on 28 november 2013, expiration date: 31 october 2018. No anomalies found related to the problem. To date, 59 items of the same lot have been already sold without any similar reported event. Other devices involved: ball head: 12/14 ø 22, size s- 2,5, reference (B)(4). Lot 134979: 24 items manufactured and released on 29 november 2013. Expiration date: 31 october 2018. No anomalies found related to the problem. To date, 21 items of the same lot have been already sold without any similar reported event. Bipolar head: ø22x41, reference (B)(4). Lot 112862: 20 items manufactured and released on 19 october 2011. Expiration date: 30. September.2016. No anomalies found related to the problem. To date, 15 items of the same lot have been already sold without any similar reported event.

Event description:
We were informed on (B)(6) 2018 that the patient came in complaining of pain. The cause of pain is unknown at this time. The surgeon plans to revise the bipolar system to a tha on (B)(6) 2018. On (B)(6) 2018 we were informed that the revision has been cancelled. At this time the surgery has not been rescheduled.

Manufacturer narrative:
Revision performed on dec 5. The surgeon converted the bipolar hip to a total hip. The bipolar head and cocr head were revised with a cocr head and a liner and cup were implanted. The surgery was completed successfully.